Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Additionally, it was reported that the pump battery could not be charged and that "smoke" was coming from the pump while charging pump's battery and that the usb charging cable began to "melt." The customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 175 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a data error alert was identified.